Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the patient was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility. No device malfunction suspected.

Manufacturer narrative:
Exact date unknown, event occurred 2 months ago based on date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4), batch: 20575927.